Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). A product development investigation was performed for the subject device (stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc, part number 03.130.010, lot number 9923515). The subject device was returned with the complaint condition stating that the tip of a screwdriver shaft broke intraoperatively; fragments retrieved. The procedure was able to be completed, without surgical delay or patient harm, with the use of an alternate instrument. The screwdriver shaft 1.3/1.5 t4 self-holding (03.130.010) is noted in the variable angle locking handle system technique guide where it is utilized for the insertion and removal of 1.3mm and 1.5mm screws with t4 drive recesses. Relevant drawings for the returned device were reviewed (both current revision and from the time of manufacture). The design, materials and finishing processes were found to be appropriate for the intended use of this device. A device history review was performed for the returned instrument¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. The returned device was examined and the complaint condition was able to be confirmed as the distal tip was found to be broken; fragment (approximately 0.5mm in length and 1mm in diameter ¿ calipers ca802) was returned. No definitive root cause was able to be determined however the failure mode is consistent with the application of excessive torque during screw insertion. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Part # 03.130.010, lot # 9923515, manufacturing location: (B)(4), pkg. By (B)(4), manufacturing date: 12-may-2016, part #: 03.130.010 lot#: 9923515 (non-sterile) - stardrive screwdriver shft/t4 50mm/self-retaining/hxc. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Service and repair/ maintenance review - eval ¿ the investigation of the complaint articles has shown that: as per the service and repair department (csir) the product is not a repairable item. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during screw insertion for an open reduction internal fixation (orif) of a 4th metacarpal using 1.5mm lcp plates, the tip of the screwdriver broke off in the head of a 1.5mm locking screw. The breakage did not generate any fragments. The broken screwdriver tip was easily removed from the recess of the screw head with a hemostat. The retrieval did not cause any surgical delays and further medical intervention was not required. The same 1.5mm locking screw was used and re-inserted with another screwdriver. Standard x-rays were taken unrelated to the breakage of the screwdriver tip. The procedure was completed successfully. This complaint involves one device. Concomitant device reported: 1.5mm locking screw (part # 02.214.014, lot # unknown, quantity of 1). This report is 1 of 1 for (B)(4).